Event description:
An abstract was presented in another country entitled "the importance of initial and corrected angulation of coronary lesion in delayed drug-eluting stent fracture: quantitative angle analysis in stent fracture pts". The results detected des stent fracture in 13 pts. The pts had no clinical symptoms and no binary restenosis. There is no indication that add'l treatment was required. The findings conclude that the extent of corrected angle following stent implantation may be a potential marker for assessing risk of fracture. This complaint represents one of those pts.

Manufacturer narrative:
This complaint originated from an abstract presented in another country. The unidentified pt experienced a stent fracture at an unspecified time following cypher stent implant. The pt had no clinical symptoms and there were no associated complications. There is no indication that add'l intervention was necessary. The overall findings suggest that the extent of corrected angle following stent implantation may be a potential contributing factor to stent fracture. The product is not available for analysis as it remains implanted in the pt. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: based on the limited details, it is not possible to determine what might have contributed to the stent fracture in this case. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product "cypher sirolimus-eluting coronary stent". Any add'l info will be submitted within 30 days of receipt.